Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  the device was replaced in (B)(6) 2019. The reason why it was replaced was because it stopped working like 6 months before she saw her hcp in like (B)(6)2019. Patient did not know why it stopped working. Patient stated the device went dead. Pt mentioned she was hit by a car and she did not know if it contributed to it. No symptoms reported.